Event description:
Pt reported that about 2 weeks ago, she attached a syringe to a cassette and the cassette would not allow her to get the air out. She took the remodulin out of the cassette and put it into a different cassette. No side effects reported. Pharmacist advised next time to use new cassette and medication. Patient does not know lot number of this cassette. Pt. Verbally understood. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Reported to cvs/caremark by: patient/caregiver